Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys ft4 IV assay and 1 patient sample tested with elecsys ige ii immunoassay on a cobas e411 immunoassay analyzer (rack system). Ft4 IV: sample 1: initial result: 2.35 ng/dl. Repeat result: 1.63 ng/dl. Sample 2: initial result: 1.74 ng/dl. Repeat result: 1.29 ng/dl. The reference range was not provided. Ige ii: initial result: 1187 iu/ml. The sample was repeated at 2 different laboratories. The 1st repeat result was 764 iu/ml, and the 2nd repeat result was 693 iu/ml. Based on the patients' previous results, the customer questioned the initial results and repeated the samples. The repeat results were deemed to be correct.

Manufacturer narrative:
The ft4 IV reagent lot number was 816060 with an expiration date of 30-sep-2025. The ige ii reagent lot number was 826690 with an expiration date of 31-may-2026. Qc was within the assigned ranges on the day of the event. The field service engineer replaced the sample/reagent needle, the sipper needle, the pinch tube, the threaded line for rinsing black measurement cell tubes, and the syringe gaskets. He then performed calibrations on the sample/reagent needle and the sipper needle and cleaned the preheater cups. The investigation is ongoing.

Manufacturer narrative:
After a monitoring period of 4 weeks, the field service engineer (fse) visited the customer's site for a 2nd time and conducted some troubleshooting actions. The service actions performed by the fse during the 1st service visit resolved the issue. No further issues were reported afterward. The investigation determined the event was due to a maintenance issue.